Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. Visual inspection revealed contamination within power ports one (1) and two (2) of the controller. Additionally, supplemental testing was performed on the power ports, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors and premature switching events due to momentary disconnections involving several batteries. A power source lubrication procedure was performed on (B)(6) 2018. An additional battery was lubricated prior to release. Log file analysis also revealed a controller power up event on (B)(6) 2020, at 04:38:31. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and a battery was connected to power port two (2) with 24% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and a different battery was connected to power port two (2). No anomalies were observed during the recorded controller power up. The controller was without power for 12 seconds. As a result, the reported events were confirmed. The most likely root cause of the observed contamination can be attributed to handling of the device. The most likely root cause of the reported premature power switching event after lubrication can be attributed to contamination of the controller¿s power ports, communication errors, and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins; the wearing of the controller gold-plated pins exposed the pin¿s base metal to the effects of corrosion. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disco nnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching that resulted in a loss of power and a ventricular assist device (vad) stoppage. The controller was exchanged. No patient complications have been reported as a result of this event.